Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm. Date of event is an approximation. The patient's spouse reported that the patient's daughter brought the patient to the hospital. The patient was reportedly hospitalized on (B)(6) 2024. It was reported that the sensor was not connecting to the phone. The patient's spouse did not have event details for this hospitalization event. The only information the spouse could provide was that the patient was hyperglycemic during the time of the event and his values stayed at 400 mg/dl on the cgm for 20 hours. And due to the issue of the device not connecting with the insulin pump, he was hospitalized because the insulin pump was not delivering insulin. It is unknown how long the patient was in the hospital and what date they were discharged. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.